Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose level was 2.2 mmol/l. The current blood glucose level was 11.8 mmol/l. The customer was treated with admitted in emergency room and glucagon. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged insulin pump was over delivering. Customer was not using auto mode at the time of event. The insulin pump will not be returned for analysis.